Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Feeding. The analysis results found that the device was received with one unformed clip in the jaws. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, a double feed incident occurred during the first firing sequence causing that pear shaped clips were formed. The remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the found condition. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the first clip did not close onto tissue, the next two clips were fine then after that the clips came out all together. It is unknown if any clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported. No further details are available.